Event description:
Event determined to be reportable based on analysis: it was reported that during an unspecified procedure, inflation difficulties were encountered. The location of the lesion is unknown. The uromax ultra 5mm x 10mm ureteral dilatation balloon was advanced to the lesion, however, the balloon failed to inflate. The physician attempted to inflate the balloon 2 to 3 times, but was unsuccessful. The device was removed and the procedure was successfully completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "fine". Returned device analysis revealed a pinhole.

Manufacturer narrative:
The returned device was attached to an encore inflation unit, and an attempt was made to inflate the device to its rated burst pressure (rbp). A pinhole leak was observed 37 mm proximal to the tip of the device. A microscopic examination revealed no anomalies in the surrounding balloon material, which may have weakened the balloon and contributed to the defect. A visual and tactile examination revealed no damage to the shaft of the device. A review of the manufacturing documentation for this batch number found that the device met its material, assembly and product specifications. The most probable root cause can be attributed to operational context due to anatomical/procedural factors encountered during the procedure, which limited the performance of the device.